Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for elecsys amh plus (amh+) on a cobas e 411 immunoassay analyzer (e411). The erroneous results were not reported outside of the laboratory. The samples were initially processed and repeated in a sample cup. The first sample initially resulted as 0.034 ng/ml. The sample was repeated twice on (B)(6) 2018, resulting as 5.50 ng/ml and 5.40 ng/ml. The second sample initially resulted as 0.035 ng/ml. The sample was repeated twice on (B)(6) 2018, resulting as 8.27 ng/ml and 8.61 ng/ml. No adverse events were alleged to have occurred with the patients. The amh+ reagent lot number was 301702. The reagent expiration date was asked for, but not provided. The customer stated that the quality controls were ok.

Manufacturer narrative:
The few data provided did not give a hint or evidence for an instrument related problem. The calibration data information was within the specifications. The daily alarm trace file does not show an instrument related issue. It was determined that the test tubes used by the customer were 5ml, 13x100 tubes. The customer was not using the required rack adapters for 13 mm. Diameter tubes. The investigation was unable to find a definitive root cause.